Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of the device powering off on its own without alarming. The device passed testing including producing audible and visual alarms. When the pump was running we disconnected the battery from the device and it alarmed audibly for both high and low alarm settings.

Event description:
Report received that the device powered off while operating on battery power. The device was programmed to deliver an unspecified concentration of dopamine at a dose of 10mcg/kg/min on an unspecified channel. During pt transport to the intensive care unit, the device powered off. It was unspecified if the device alarmed prior to power loss. The pt's systolic blood pressure reportedly "dropped" to 55mmhg from an unspecified baseline. When the pt arrived in the intensive care unit, the device was plugged into ac power; however, therapy could not be resumed due to an alarm condition on channels a and b. The device was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse pt sequelae. Although requested, no additional info was provided.